Event description:
Customer reported he experienced high blood glucose twice and both times insulin was leaking. Customer's blood glucose was in the 300s mg/dl. Customer stated both times he just did a complete set change and he was fine. Customer also often wakes up with blood glucose in the 70s mg/dl. Customer declined troubleshooting. No further information reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.